Manufacturer narrative:
B5, describe event or problem: updated. H6, type of investigation: code b15: fluoroscopic images were returned to gore for an imaging evaluation. The investigation found the following: the initial image demonstrates a well-positioned 32mm gore cardioform asd occluder on the atrial septum (asd). After locking the occluder, it was reported the occluder embolized into the left atrium. The occluder was then withdrawn to the right atrium to prepare for retrieval. The luer lock was disengaged to separate the delivery catheter from the handle and then the delivery catheter was advanced to be aligned and coaxial with the right eyelet before retrieval. During the retrieval process, the delivery catheter got kinked near the distal end of the catheter where the distal marker is located. After several attempts to capture the right eyelet into the delivery catheter, the retrieval cord broke.

Event description:
It was reported to gore a 32 mm gore® cardioform asd occluder was selected to treat a atrial septal defect (asd). Patient history reportedly shows transposition of the great arteries and an intact septum. At day one after birth, this patient underwent percutaneous atrial septostomy, followed by anatomical correction at day six. On an unknown day in (B)(6) 2022, it was attempted to close the asd with an occlutech® figulla® 12 mm device. Reportedly, catheterization showed a pulmonary to systemic blood flow ratio of 1.85 and a transesophageal echocardiogram (tee) revealed a 10 x 10 mm defect with good borders except for a weaker inferior vena cava rim. However, the closure attempt led to device embolization into the descending aorta within 24 hours. Reportedly, the physician was able to retrieve the device with a snare catheter from the patient without complications. On (B)(6) 2024, the physician selected a 32 mm gore® cardioform asd occluder to make second closure attempt. The device was positioned at the defect as intended and deployed. After locking the device, it reportedly prolapsed into the left atrium. To retract the device, the physician unscrewed the retrieval luer and advanced the entire system to the right atrium. However, due to the blue sheath now assuming a 120 degree bent, the retrieval cord broke and it was no longer possible to retrieve the device back into the sheath. The physician then attempted to recapture the device with a snare catheter but the device embolized further into the right branch of the pulmonary artery, requiring surgical extraction. During surgery, a secundum ostium asd with a minimal inferior rim was observed. Clinically, there currently is a residual asd of 10 mm and a moderate supravalvular pulmonary stenosis. The patient was discharged and is reportedly well.

Manufacturer narrative:
A1, patient identifier (in confidence) - no patient identifier was provided. Therefore, data provided in a1 reflects gore's internal number for this case. Emdr section h6: codes have been added to reflect the extent of the investigation performed. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include but are not limited to: device embolization and access site complications requiring surgery.

Manufacturer narrative:
H6, investigation findings: code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Gore has contacted the distributor for more additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 32 mm gore® cardioform asd occluder was selected to treat a atrial septal defect (asd). Patient history reportedly shows transposition of the great arteries and an intact septum. At day one after birth, this patient underwent percutaneous atrial septostomy, followed by anatomical correction at day six. The patient currently has a residual asd of 10 mm and moderate supravalvular pulmonary stenosis. On an unknown day in (B)(6) 2022, catheterization showed a pulmonary to systemic blood flow ratio of 1.85. On an unknown day in (B)(6) 2023, it was attempt to close the asd with a 12 mm device of an unknown brand. A transesophageal echocardiogram (tee) revealed a 10 x 10 mm defect with good borders except for a weaker inferior vena cava rim. However, the closure attempt led to device embolization into the descending aorta within 24 hours. Subsequently, the physician was able to retrieve the device with a snare catheter from the patient without complications. On (B)(6) 2024, follow-up tee imaging showed a similar asd and it was decided to attempt defect closure with a 32 mm gore® cardioform asd occluder. Reportedly, the device was positioned at the defect as intended and deployed. After locking the device, it reportedly embolized into the left atrium. In an attempt to recapture the device, the physician unscrewed the retrieval luer and advanced the entire system to the right atrium. However, due to the blue sheath now assuming a 120 degree bent, the retrieval cord broke and it was no longer possible to retrieve the device back into the sheath. The physician then attempted to recapture the device with a snare catheter but the device embolized further into the right branch of the pulmonary artery, requiring surgical extraction. During surgery, a secundum ostium asd with a minimal inferior rim was observed. The patient was discharged and is reportedly well.